Event description:
It was reported difficulties were encountered during initial stent deployment in this pt. The stent was placed successfully, however, these difficulties resulted in a significant delay of the procedure. Two days post stent placement, the pt subsequently expired. No further details regarding the circumstances surrounding this event are available at this time. Should add'l details become availabe, a supplement will be forwarded at that time. The device has not been received by this MFR. Therefore, no failure analysis is available. Without evaluating the device and without add'l details, co is unable to determine the cause for this event at this time. Co's directions for use state: "post-stent placement complications: death (other than that due to normal disease progression)."